Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on (B)(6) 2015 with the following results: no defect was found. Black box shows the last bolus delivery on (B)(6) 2015 at 8:15am prior multiple consecutive occlusion alarms due high force. Multiple partial bolus delivery are observed in the bolus history, all boluses attempt were canceled due occlusion alarms. -ez-prime¿ steps were performed correctly, no alarme occurred during the investigation, the pump reverted 24u after a 24hr on 1u/hr basal program duration test. Test advanced boluses were delivered and recorded at the correct time and order. The product performs within specification. Unable to duplicate ¿partial bolus¿ complaint. The pump¿s cover was removed, no intermittent condition was found.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose of 450 mg/dl with large ketones. Patient received phone advice from a physician and self-treated with insulin via injection. During troubleshooting, customer support found the patient would only give half dose of bolus. The blood glucose excursion was attributed to user error.